Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient passed away on (B)(6) 2012. The cause of death and relationship of death to vns were unknown by the physician. The clinic notes from the patient's visit to the emergency room on (B)(6) 2012, were received. The patient's mother reported that on (B)(6) 2012, the patient had a bowel movement and then told her he was ready to die, and had a seizure-like activity and then collapsed. The mother attempted resuscitation until ems arrived. The ems reported pulseless electrical activity/asystole on arrival and remained in pulseless electrical activity/asystole during transport. The patient was brought into the emergency room via ems for cardiac arrest. In the emergency room, CPR was continued and the patient was given an epi x2, bicarb, atropine x2, and reintubates. The patient's mother asked for CPR to be stopped. The patient's cause of death was noted to be cardiac arrest. The patient underwent open reduction internal fixation for his left femur (B)(6) weeks ago in (B)(6) 2012 and there was speculation that this could have led to an embolism. The patient's medical history consists of cerebral palsy, seizures, brain surgery, right testicle removal. An autopsy was ordered. The patient's vns treating physician was reported to not be able to provide any further information regarding the patient's death. The physician was out of town when the patient passed away. The patient had been seen on (B)(6) 2012, by the physician for a regular vns follow-up and the patient's device was reported to be working fine. All diagnostics were within normal limits; system: dcdc=2/normal mode: dcdc=3. There were no reports of any problems other than the femoral fracture. Attempts for a copy of the patient's autopsy are underway but have been unsuccessful to date.

Event description:
Additional information was received on (B)(6), 2012 when the consultant reported that she was not given access to the patient's autopsy report. All the physicians involved with the patient believe that the patient's death is not vns related. The patient's neurologist stated that he will not provide the patient's autopsy report since he has already provided the ER hospital records.

Manufacturer narrative:
Date received by manufacturer: manufacturer's supplemental MDR #2 inadvertently did not include the date received by manufacturer of 3/7/2016.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was stated to be asphyxia.